Manufacturer narrative:
Device evaluated by MFR. : fg maverick 2 mr, 2.00mm x 15mm balloon was returned to the complaint investigation site (cis). Visual / tactile inspection found no issues identified on hypotube and shaft polymer extrusion profile. A complete circumferential tear was identified proximal to the proximal markerband. The tip of the device was detached and did not return. A complete circumferential tear was identified proximal to the proximal markerband (3mm of the balloon material was returned). No damage was observed to the markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip of the device was detached and did not return. A microscopic examination of the proximal and distal markerbands identified no damage. The device could not be inflated because a complete circumferential tear was identified proximal to the proximal markerband (3mm of the balloon material was returned). No damage was observed to the markerband.

Event description:
It was reported that balloon ruptured occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation, the balloon burst at nominal atmospheres. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon ruptured occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation, the balloon burst at nominal atmospheres. The procedure was completed with a different device. There were no patient complications reported.